Event description:
It was reported that the right atrial lead had sensing and capture issues. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and the inner insulation had breached metal induced oxidation. It was also noted that all conductors had blood/body fluid (not obstructed), the outer insulation was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a white substance, and there was blood in/on the helix mechanism.